Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with an afx bifurcated stent graft . Approximately 1.5 years later there was a CT scan performed in (B)(6) 2016 showing an ectatic iliac that grew to a treatable size (4cm); a bellbottom limb was placed originally and then became undersized to the iliac .on (B)(6) 2017, a secondary procedure) was performed ;during the intervention, an additional limb stent graft was implanted. The procedure was done by placing a 20-13-88 limb extension and the op note says that a completion angiogram was performed showing no type 1 or type 3 endoleak. No patient sequelea has been reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events: a secondary endovascular procedure and a left iliac sac growth additional findings include a type ib endoleak in the lcia. The most likely cause of the distal loss of seal could not be determined due to the lack of medical information surrounding the implant procedure. Procedure related harms and final patient disposition could not be ascertained. To date there has been no reports of negative patient sequalae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. These types of events will be monitored and trended as part of the quality system.